Event description:
It was reported that a user experienced hyperglycemia with blood glucose above 300 mg/dl after a large carbohydrate meal while using the ilet system without meal announcement, and the pump delivered correction leading to return to target range during the call. Symptoms included no reported clinical manifestations associated with the elevated glucose. Outcomes included no need for emergency treatment and no hospitalization. Investigation included review of user report, troubleshooting, and education. Investigation of this case revealed no device malfunction and a probable use-related factor associated with non-announcement of a large meal. It was concluded that the event was hyperglycemia of unclear cause with device performance consistent with design and successful automated correction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.